Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) over 500mg/dl associated with a time loss/gain issue with the pump. There were no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the pump was gaining/losing time by more than five minutes per month. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time loss/gain issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/16/2017 with the following findings: a review of the black box did not indicate a time/date issue. The black box showed a manual time change from (B)(6) 2016 11:57 to 13:57, and from (B)(6) 2016 14:14 to 11/09/2016 11:24. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. The pump was left without power for one hour and when it was powered back on, the time and date were observed to be maintained accurately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the pump was returned with a green horizontal line through the display; a test display was inserted and was fully functional with no colored lines; the battery compartment was cracked; the audio bolus button cover was torn but the button remained operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.